Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with 300 units of insulin. Reportedly, initially the customer received an accurate fill estimate of over 240 units of insulin; however, the insulin gauge decreased 180 units without any insulin being delivered. Additionally, the customer reported not removing air from the cartridge. The customer reloaded the cartridge successfully and delivered a 10.2 unit bolus and received an accurate fill estimate of 235 units. The customer additionally reported experiencing an elevated blood glucose (bg) level of 271 (mg/dl) earlier in the day. Reportedly, the customer did not deliver a bolus for lunch. The customer delivered a bolus to address bg level and, during the time of the call, the customer's bg level returned to target range.